Event description:
Procedure: laparoscopic revision of a roux en y to a duodenal switch. Reportedly, while going across the enterotomies, the device was roticulated and the surgeon started to fire the stapler. However, a piece of the dlu started to protrude near proximal portion of the jaws. The surgeon then tried to open the jaws and unroticulate the sulu but were unable to do so. The device was excised along with a portion of the small bowel in order to remove it. This took approximately 45 minutes longer for the case and they excised a significant amount of bowel which they did not want to do because of the case being a revision. To remove the device, they also had to extend the incision because the dlu would not unroticulate. At this time, the patient appears to be ok.